Event description:
Additional information was received. It was reported that the lateral deviation was between 3.5 and 10 millimeters (mm).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause of the reported deviation was anatomical shift since the top of the construct could have been mobile when pushed down with the tools, which could have led to an inaccuracy. When revision surgery is performed, the chance of deviation increases when the rods are removed. According to the log files, the arm reached planned destination for l2 left since the destination and current points were equivalent, meaning that the arm reached the desired trajectories that were registered. The log files indicate an "arm not on trajectory" due to a "drive 6 reports error: i2t_limit" post screw placement for l2 left in which case the surgical arm was cleared right. This error occurs when the cumulative current through the driver of joint 6 exceeds its limit. The system prompted this error as it resisted the force applied on the arm, attempting to counteract it by increasing the power of the joint's grip through higher current consumption. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) the system was serviced in the field. In summary, the complaint was not confirmed. The system performed as intended. Codes b01, c19, and d14 are applicable. H6) software data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a lateral deviation on one of the trajectories. The site re-registered and reported the navigation looked accurate. After placing a screw, the site went to check the accuracy by taking an image which showed the screw had deviated about 8-10 centimeters (cm) superior. When checking accuracy with the divot, it was inaccurate and site aborted use of the system. The site used medtronic imaging system to execute the last screw placement. There was no reported impact to patient's outcome. Additional information was received. It was reported that the patient did not experience any symptoms and surgical delay was roughly an hour. Additionally, navigation showed accurate with known landmarks prior to screw placement. It was found that post-screw placement, using the passive planar instrument to check navigation, it was found that navigation was "way" off with no noticeable reason why. The robot was disconnected from the patient at this point and they continued the surgery with the use of medtronic navigation and imaging. Additional information received from a manufacturer representative reported that top segment l2 left was placed first. Only noticeable issue was after placing l2 left the driver was very difficult to remove. No warning/shaking given to show inaccurate prior to post screw c-arm shots. The surgical system was removed from patient. Once l2 was shown inaccurate the robot was reattached to register and redo l2 left (all other screws were accurate). Once registered, no shifts were detected and navigation showed accurate by checking known landmarks prior to screw placement. Screw was placed and appeared to be on track. When disengaging the driver the arm immediately gave "not on trajectory" message. Post screw placement passive planar was used to check navigation and navigation was way off. Robot was disconnected from patient at this point and navigation was used to complete the procedure.